Event description:
It was reported that the user¿s ilet pump powered off due to a depleted battery and the user did not know how to power it back on. Symptoms included no device function due to loss of power. Outcomes included user education and restoration plan, with instructions to place the device on the charger to power on and to allow a full charge before reconnection. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed the device had run out of battery and responded to standard charging guidance. It was concluded that the event was attributable to battery depletion with no device malfunction identified.